Event description:
During review of the in-house programming history database, it was observed that high impedance was observed in an office visit on (B)(6) 2008 and again on (B)(6) 2010. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. No additional relevant information has been received to date.